Manufacturer narrative:
Pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify no communication or pump error 63 due to a constant blank flashing white light on the display. (B)(4).

Event description:
Customer reported via phone call that insulin pump alarmed for hardware low level failure and insulin pump stopped working. Customer¿s blood glucose was 150 mg/dl. Customer passed self test and able to clear the alarm. Insulin pump will be returned for analysis.